Event description:
It was reported the patient had a non-rechargeable ins that lasted approximately 6 months, though the patient expected the device to last approximately 10 years, and was then replaced with a rechargeable device. The patient also reported a sore or rash in his back that he has had "for the past couple of years." It was stated the sore or rash had "stuff coming out of it," and "it's hard" and "the doctor could not cut in to it when he was seen." It was unclear if the rash or sore was related to the device or any of the patient's procedures. The patient later reported he had no concerns with his device, and his problem was "physical." The patient was scheduled for an appointment with their health care provider. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).